Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. Programming adjustments have been made with improvement noted. The recipient sound quality issues have resolved. The recipient continues to use the device. No further details will be provided. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
The recipient was reportedly prescribed mucolytics and nasal spray. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient reportedly experienced sound quality issues after having the flu. Device testing is within normal limits. The recipient reportedly received medical treatment. The recipient is wearing the device.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.